Manufacturer narrative:
Analysis of programming history.

Event description:
Review of programming history showed that the patient had an unintentional setting change due to an incomplete diagnostics. The patient setting change was noted and was partially corrected. The patient¿s off and on time was not corrected it is unknown if this was intentional or an oversight by the physician.